Event description:
Pt received 1st shot of supartz in her joint on 1/22/2003, and after 2 days of the shot, synovitis (pain, limited range of motion of hip joint) has occurred on her. The injected dr prescribed steroids and rest for her. On 1/29/2003, she received 2nd shot of suprartz in her hip joint and immediately, the same event has occurred on her. On 2/12/2003, she received 3rd shot of suprartz in her hip joint and immediately, the same event has occurred on her. She was immediately hospitalized. She stayed there for 10 days, and then she improved. Dr's comment: the pt has also some psychiatric problems, so the pt's complaint will be probably a bit exaggerated, but there was a synovitis.

Event description:
In 2003, pt received initial injection of supartz in hip joint. After that, synovitis (pain, functio laesa) appeared. One week later, pt received 2nd injection of supartz in hip joint. After that, synovitis (pain functio laesa) appeared. One week later, pt received 3rd injection of supartz in hip joint. After that synovitis (pain, functio laesa) appeared. Unk date pt was admitted to hosp for 10 days. This event abated after stopping supartz very slowly though pt is still disabled.